Manufacturer narrative:
The events of lymphadenopathy and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and capsular contracture, baker grade iii/IV.

Event description:
Patient reported the following non-device related events, ""chronic exhaustion, brain fog, lack of concentration, hormone imbalance, same recurring symptoms (sneezing, headache, cough and...often tied to bed for 1-5 days as with the flu)¿chronic bladder infections with constant use of antibiotics (2x long-term use of antibiotics), irritable bowel syndrome, bloated, recurring joint pain, nerve pain, and dizziness." Patient additionally reported "recurring swelling of lymph nodes under the armpits, capsular fibrosis, baker grade iii-IV", "recurring tension pain and chest hardening, especially on the right, which even now has slight swelling" and "the implant is now wavy and the edges can be felt on both sides." Device remains implanted. This record relates to the left side.

Manufacturer narrative:
Clarification: both serial numbers were provided as air699 and air700. The affected side for each device has been undetermined at this time. This record represents air699. Review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data: b.5, d.1, d.2a, d.2b, d.4, g.4, h.4, h.6.

Event description:
Patient reported ""chronic exhaustion, brain fog, lack of concentration, hormone imbalance, same recurring symptoms (sneezing, headache, cough and often tied to bed for 1-5 days as with the flu) chronic bladder infections with constant use of antibiotics (2x long-term use of antibiotics), irritable bowel syndrome, bloated, recurring joint pain, nerve pain, dizziness, recurring swelling of lymph nodes under the armpits." Patient additionally reported capsular contracture, baker grade iii-IV, "recurring tension pain and chest hardening, especially on the right, which even now has slight swelling", "recurrent cystitis" and "the implant is now wavy and the edges can be felt" the device remains implanted. This record is for unknown side.